Event description:
Customer reports 3rd pin from the right on the inform system is black and is not charging. No adverse event reported. No evidence of burning or melting reported. The malfunction occurred at a hospital. Requested return of suspect device and replacement was sent.